Event description:
The event involved a spinning spiros® closed male luer, red cap. It was reported that a patient receiving a 5fu 46 hour infusion treatment at home leaked. Patient stated that her shirt was soaked with blood. The patient reported the incident as bleeding and not a chemotherapy spill, and dealt with the issue on her own and then reported it later when she went back to the clinic for disconnect. The nurse examined the tubing and saw blood in the spiros cap and going into the backcheck valve. There was no medical intervention needed for the blood loss, and no report of chemotherapy exposure. The spiros was not replaced since there was no replacement sent. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review could not be completed due to the unknown lot number.